Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filedif and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform an error message " system error, out of service, revert to manual CPR". The error message could not be resolved. No patient was involved.

Manufacturer narrative:
The reported complaint of system error, out of service, revert to manual CPR error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Following service, including replacement of the lcd, power distribution board, processor board, and adjusting the clip detect switch, the platform passed all testing criteria. As part of service, the power distribution board was replaced to the current revision. Visual inspection was performed and found that the lcd backlight malfunction and deform battery clip. The physical damage found during visual inspection is considered unrelated to the reported event. From the condition of the platform, the damages appear to have been caused by normal wear and tear. The autopulse platform was manufactured on 12/3/2010, which is almost 8 years old. A review of the archive was performed and the reported complaint of the system error, out of service, revert to manual CPR was confirmed. The archive data shows that system error 132 - internal watchdog timeout occurred on the reported event date. Initial functional testing was performed and the platform failed testing due to the system error, out of service, revert to manual CPR error message was displayed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).